Event description:
It was reported that both devices were having intermittent high-pressure alarms. The patient had tried to change the 60¿ extension line as well as the central line end cap, but the issue continued. The patient had contacted the prescriber, and since the alarms were only intermittent and the pump worked for a few hours, they decided to evaluate the central line. The suspected drug was remodulin 5mg/ml, 55 ng/kg/min intravenous, continuous. The indication/diagnosis for use was for primary pulmonary arterial hypertension. The list of medications patient was using at or around the time of the adverse event and dates of therapy were clobetasol propionate, oxycodone hcl, tadalafil, sodium bicarbonate, calcitriol, winrevair, bumetanide, oxygen, spironolactone, remodulin diluent, moderna covid-19 vaccine (eua), mucinex. There was a patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.